Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5267 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on may 11, an operator from IV clinic placed a solo 5f dual-lumen catheter in a (B)(6)-year-old male with acute myelogenous leukemia from the left basilic vein. The catheter placement was conducted smoothly with 38 cm of the catheter inserted in the body. After placement, blood was drawn to evaluate the function of the catheter. Blood was successfully drawn to the lumen of the purple valve. But, saline was unable to be injected into the catheter. Blood draw and saline injection into the catheter were done successfully using the red valve. After communication with ce personnel and evaluation, thrombolysis and x-ray-based positioning were recommended. Half an hour after the first thrombolysis with urokinase, blood draw was conducted properly, but saline injection into the catheter failed. X-ray showed that the u-shape of the catheter tip was reflexed upwards by around 2 cm. One and half a hours after the second thrombolysis with urokinase, the second x-ray showed that the catheter tip was positioned properly and blood draw was conducted smoothly. But saline injection into the catheter still failed. The catheter was unusable for this patient who needs dual-access infusion for allogeneic bone marrow transplantation. The catheter was removed and returned.

Event description:
It was reported that on may 11, an operator from IV clinic placed a solo 5f dual-lumen catheter in a 19-year-old male with acute myelogenous leukemia from the left basilic vein. The catheter placement was conducted smoothly with 38 cm of the catheter inserted in the body. After placement, blood was drawn to evaluate the function of the catheter. Blood was successfully drawn to the lumen of the purple valve. But, saline was unable to be injected into the catheter. Blood draw and saline injection into the catheter were done successfully using the red valve. After communication with ce personnel and evaluation, thrombolysis and x-ray-based positioning were recommended. Half an hour after the first thrombolysis with urokinase, blood draw was conducted properly, but saline injection into the catheter failed. X-ray showed that the u-shape of the catheter tip was reflexed upwards by around 2 cm. One and half a hours after the second thrombolysis with urokinase, the second x-ray showed that the catheter tip was positioned properly and blood draw was conducted smoothly. But saline injection into the catheter still failed. The catheter was unusable for this patient who needs dual-access infusion for allogeneic bone marrow transplantation. The catheter was removed and returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to infuse is confirmed but the exact cause remains unknown. Three video samples of a 5 fr dl powerpicc catheter were provided for evaluation. All three videos showed the catheter implanted within the patient. The red hub was able to be infused with the clear fluid within a syringe; however, the purple hub appeared to experience resistance during attempted infusion. The presence of an obstruction with the extension tubing or catheter tubing could not be clearly determined from the videos provided. Since evidence of being unable to infuse was observed, the complaint is confirmed but the exact cause remains unknown. Based on the information provided, possible contributing factors include residue occlusion and internal catheter kink. H3 other text : evaluation findings are in section h.11

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 5fr d/l powerpicc solo catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration; however, the purple-luered lumen was partially occluded and exhibited a reduced flowrate during both infusion and aspiration. Insertion of a non-complainant guidewire into the purple-luered lumen isolated the occlusion to within the molded joint. Following bisection of the molded joint within the occluded region, inspection of the purple-luered lumen revealed clear occluding material. The material appeared consistent with the clear polyurethane used to mold the extension tubes to the catheter shaft prior to over-molding with purple polyurethane. The occluding material within the catheter appeared to have been deposited during the molding process. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that on (B)(6), an operator from IV clinic placed a solo 5f dual-lumen catheter in a 19-year-old male with acute myelogenous leukemia from the left basilic vein. The catheter placement was conducted smoothly with 38 cm of the catheter inserted in the body. After placement, blood was drawn to evaluate the function of the catheter. Blood was successfully drawn to the lumen of the purple valve. But, saline was unable to be injected into the catheter. Blood draw and saline injection into the catheter were done successfully using the red valve. After communication with ce personnel and evaluation, thrombolysis and x-ray-based positioning were recommended. Half an hour after the first thrombolysis with urokinase, blood draw was conducted properly, but saline injection into the catheter failed. X-ray showed that the u-shape of the catheter tip was reflexed upwards by around 2 cm. One and half a hours after the second thrombolysis with urokinase, the second x-ray showed that the catheter tip was positioned properly and blood draw was conducted smoothly. But saline injection into the catheter still failed. The catheter was unusable for this patient who needs dual-access infusion for allogeneic bone marrow transplantation. The catheter was removed and returned.